Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with the programmer, a warning screen was displayed at the beginning of the session that showed a battery depletion (bd) error. However, after turning the programmer off and on and re-interrogating the device, the warning screen including the bd error was not displayed. A request was made to have data from this device analyzed by technical services (ts). Data analysis showed a temporary drop in battery voltage was due to device beeping as a result of recent magnet applications. The device is depleting normally, and the battery voltage is expected to recover. No adverse patient effects were reported.